Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to exhibit premature battery depletion. The estimated remaining battery percentage had decreased from 50% to 14% in the last months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to exhibit premature battery depletion. The estimated remaining battery percentage had decreased from 50% to 14% in the last months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. The s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is not expected to return for analysis.